Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device remains implanted in the patient and not available for analysis; therefore, the alleged product issue cannot be confirmed. If additional information is received, microvention, inc., will issue a supplemental MDR report.

Event description:
It was reported that the fred was implanted to treat a large thrombotic aneurysm in the basilar artery and there was a temporary postoperative cerebral edema. Neurological symptoms worsened due to temporary postoperative cerebral edema. However, the patient has improved and is currently undergoing rehabilitation. The event date is unknown.